Event description:
It was reported that during an endovascular vein treatment (evt) procedure, a balloon rupture occurred. Vascular access was obtained through ipsilateral approach using a 4.5fr 55cm non bsc sheath. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left posterior tibial artery. A non bsc guide wire was advanced and crossed the lesion. The 2mm x 20mm x 142cm coyote es balloon catheter was first inflated up to 6 atmospheres and then a second inflation was done at 10 atmospheres. During the third inflation at 14 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)